Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The system performed as intended and the issue could not be reproduced. The em interface and usb view looked correct and the representative completed (B)(6) passing registrations. No parts have been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a functional endoscopic sinus surgery (fess) procedure, the site could not register the patient on the navigation system. The site tried (B)(6) or more times to register but were not able to. The site tried tracer, 3 point, and point merge, but were unable to register. There was a 30 minute delay as a result of this issue. The site aborted navigation and the case. There was no impact on the patient outcome.

Manufacturer narrative:
The emitter for the navigation system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Patient information received and updated accordingly.

Manufacturer narrative:
After additional review of this event it has been identified that this event meets the definition of a serious injury. If information is provided in the future, a supplemental report will be issued.